Event description:
It was reported while using bd alaris¿ lvp 20d low sorb 2ss 0.2m cv the tubing clamp was didn't move. There was no report of patient impact. The following information was provided by the initial reporter: material #: me1055, batch #: 22059338. It was reported by the customer that the new luer lock connection no longer slides or moves. Verbatim: me1055 the luer lock connection no longer slides or moves.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes . D.10. Returned to manufacturer on: 18-aug-2022. . H.6. Investigation summary: one sample of extension set me1055 was received for quality investigation. The customer complaint of adaptor/connector defective/ damaged was not verified. Visual examination of the sample did not indicate any damage to the assembly. The male luer connector was then examined for cracks or damage. No damage was identified. The connector was then connected to an extension set and fluid was pushed through the extension set using a syringe. There was no visual leakage, air-in-line or occlusion issues identified. The connector was then tested for connection and disconnection. The securement collar operated as expected and there were no issues with connection or disconnection. The build of materials for the extension set assembly was also cross checked with the sample to verify that the correct component was installed. A device history record review for model me1055 lot number 22059338 was performed. The search showed that a total of 19,203 units in 1 lot number was built on 24may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause could not be determined based on the failure mode not being recreated during testing.

Event description:
It was reported while using bd alaris¿ lvp 20d low sorb 2ss 0.2m cv the tubing clamp was didn't move. There was no report of patient impact. The following information was provided by the initial reporter: material #: me1055 batch #: 22059338. It was reported by the customer that the new luer lock connection no longer slides or moves. Verbatim: me1055 the luer lock connection no longer slides or moves.